Event description:
It was found on the 9900 system an anomaly during factory inspection. The potential issue is that user may not know the work around of retrying cycling of the rtos screen to restore gpos screen, therefore, the user would have to reboot the system. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation.